Manufacturer narrative:
Covidien reference number: (B)(4). After further review, the person who inspected the device was a non-covidien service provider. Troubleshooting was performed with a non-covidien service provider. They were unable to duplicate the reported condition. The ventilator was self-passing.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed extended self-testing on the device.

Event description:
It was reported while in use on a patient, a 840 ventilator circuit disconnected. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.